Event description:
General report received of an unspecified number of undocumented incidents of separations. The tubing sets were to be used for delivery of unspecified volumes of unspecified solutions. It was reported that during set up, prior to pt use, the tubings separated from unspecified locations. The tubing sets were replaced. There was no reported delays of critical therapies. Though requested, no additional info was provided.

Manufacturer narrative:
Five used devices were evaluated. Three of the five devices passed testing. No separations were noted. Testing found that one device was separated from the arm of the proximal clave y-site. This was due to insufficient solvent application. One used device that was received was missing the female adapter luer. Solvent residue was present on the tubing; however, insufficient solvent application is probable. Mfg personnel at the mfg facility will be informed of the correct solvent application method during the mfg process. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).